Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The shock was due to the oversensing of noise. The patient was lying in the bed with a computer tablet at the time of the shock. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some options with the caller. The device sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to supra ventricular tachycardia with a change in intrinsic morphology. The intrinsic complexes became narrow, and the rate was fast. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to supra ventricular tachycardia with a change in intrinsic morphology. The intrinsic complexes became narrow, and the rate was fast. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.